Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was evaluated and found to be within specification. It was also discovered that the diameter 3.0 was used in the molar region, which it is not indicated for.

Event description:
It was reported that an osseospeed ev dental implant was placed and had to be removed two days later due to a suspected allergic reaction. The doctor stated that the patient had a rash on their head, shoulders and chest and that the patient felt dizzy and weird.